Event description:
It was reported the patient ((B)(6)) was not feeling stimulation. Diagnostics indicated impedance issues. The lead was explanted and a kink was noted to be present. A replacement lead was implanted on (B)(6) 2017 and effective therapy was restored. The implant date was requested, but was not able to be provided to the manufacturer.